Manufacturer narrative:
Device evaluation: product ID 977a260. Serial# (B)(6): analysis identified no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI), the lead was fractured, damaged, or broken, and there was a loss of stimulation. The lead exhibited a significant bend when attempting to enter the space, and high impedance values were observed, fluctuating between 11,000 and 40 ,000. Abnormal connection and impedance issues were also identified. Troubleshooting steps included switching leads on the wens to ensure impedance consistency, adjusting the lead and confirming its position as posterior and epidural, and using a new wens to determine whether the issue was with the lead or the wens. The same abnormal connection and impedance persisted until the lead was replaced, after which impedance and connection issues resolved when the patient was supine on the stretcher at the conclusion of the case. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.